Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal morphine (unknown) and other medication via an implantable pump for spinal pain indications. The patient rep stated that the communicator did not stay charged very long. The patient rep stated it takes 7-8 minutes to charge and when they sets it down it loses charge within a few minutes. Call was transfer from healthcare it (hcit). Hcit agent stated the patient rep reported the communicator was not holding a charge and handset sits at 96% and does not deliver the bolus. The patient rep stated they had trouble with the device since they got the devices. The patient rep stated it was hard for patient to use the devices herself because the pump was in the back. The patient rep stated patient had morphine and pain reliever medication in the pump. Agent assisted patient rep with clearing the data and deactivate the tutorial. Agent assisted patient rep with navigating the handset to see the communicator percent was at 96% and handset at 98%. The patient rep was able to connect to the pump and deliver a bolus and 4 bolus a day. Agent reviewed best practice of placing and using the devices to connect to pump. Agent reviewed devices were functioning as intended and charging. The troubleshooting steps taking on the call resolve the issue. The patient rep also reported the samsung phone was not holding a charge and was having to charge constantly.